Event description:
Error description: site has been experiencing communications errors in the afternoon of 2008. Prior to patient treatment error codes were encountered and customer was unable to clear the error. A patient under anesthesia and with a ring and tandem applicator inserted could not be treated. This results in a rescheduling of the treatment fraction and an additional anesthesia for the patient. The patient was rescheduled for 2008.

Manufacturer narrative:
A patient underwent the unnecessary risk of an anesthesia without being treated and this posed the risk of serious injury. There had been signs that the operational status of the afterloading device was unstable and these have been neglected by the user.